Manufacturer narrative:
(B)(4). Evaluation summary: the cause was determined to be human factors error during the production of the device. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The customer stated that the lot was either r13i03067 or r13e07058. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set had an ¿upside down¿ port. The reporter stated that the affected port was "the one at the top, the one between the two slide clamps." This was observed during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot r13i03067 was manufactured 09/04/2013. The lot r13e07058 was manufactured 05/08/2013. Evaluation summary: the device was received for evaluation. Visual inspection revealed that the top y-site had been incorrectly attached to the tubing. The reported condition was confirmed. A batch review was conducted for the potentially associated lots r13i03067 and r13e07058. No deviations were found related to this reported condition during the manufacture of either of these lots. Should additional relevant information become available, a supplemental report will be submitted.